Event description:
It was reported that during implant of this cardiac resynchronization therapy defibrillator (crt-d) with the chronic right ventricular (rv) defibrillation lead, high out of range shock impedance measurements greater than 200 ohms were observed during pocket closure. Ts discussed potential causes and troubleshooting options. Shock impedance measurements were noted to be within normal limits at 64 ohms when the programmed vector was reprogrammed to rv coil to can. The procedure was completed, and the programmed vector was left rv coil to can. No adverse patient effects were reported. This device remains in service.